Event description:
It was reported that the physician received high lead impedance on system diagnostics for this pt. Physician planned to order x-rays and turn the device off. Physician will not be referring the pt for surgery at this time as the pt's mother does not feel vns has been effective for the pt. Attempts fur further info have been unsuccessful to date.